Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 13. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, hypersensitivity and inflammation. No further patient complications were reported.